Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised bilaterally to address anterior knee pain caused by under-resurfaced patella. Poly wear of the tibial inserts was also reported.